Manufacturer narrative:
It was reported that the patient experienced shortness of breath while using the life2000 device. The patient in this event is a 72-year-old female with a relevant medical history of copd. At the time of the event, the patient¿s spo2 was above 90% bleeding in 1 liter of oxygen and there were no alarms noted on the ventilator or compressor. The patient reported she usually uses the low setting when in distress but felt this was not sufficient and changed to the high setting with the same result. The patient stated the flow was not appropriate and she felt like she was not getting enough air. The hillrom respiratory clinician confirmed the compressor was on. It was noted the combination tubing was twisted and the patient straightened the tubing and swapped to new 50 ft tubing and new nasal interface without resolution. The patient was advised to hold use of the life2000 and swap to an alternative means of oxygen/ventilation until the full system was swapped by the trainer. The patient was on oxygen at the time of the call. During the trainer visit to swap the device, it was noted that the tubing was badly twisted, and the interface tubing was had some brown discoloration.. The trainer swapped the device, interface, and tubing, and the device was working well after the exchange. Follow up information was received from the patient¿s caregiver. The caregiver reported the trainer came in, exchanged the device (including interface and tubing) and no shortness of breath was noted. The current oxygen concentrator is an everflo 5 liter and will be swapped (reason not provided). Per the caregiver, the issue was resolved, and no additional assistance was needed. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. An inspection of the device was performed by hillrom. Using a known, good combination oxygen tubing, the returned ventilator was connected to the returned compressor in an extended range configuration, and a known, good patient circuit was connected to the ventilator. Using a 5 liter invacare platinum xl oxygen concentrator, 5 liters of oxygen was bled in, and therapies were run at low, medium, and high activity levels. No error message or alarms were observed, and no malfunction was identified. The flow meter on the oxygen concentrator did not fall below the 5 lpm set point. The life2000 functioned as intended. In this event, the patient developed shortness of breath while using the life2000 with spo2 remaining above 90% while bleeding in 1 liter of oxygen. The patient switched to regular oxygen and did not require any further medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, concluding no serious injury occurred. The cause of the event is unknown, but likely multifactorial due to the patient¿s underlying pulmonary pathology. The life2000 and tubing was swapped, and the reported event was resolved, per the caregiver. At present, although no device malfunction was identified during inspection, hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor everflo concentrator is likely to lead to a serious injury if the event were to recur. Based on this information, no further action is required.

Event description:
It was reported that the patient experienced shortness of breath while using the life2000 device. The patient in this event is a 72-year-old female with a relevant medical history of copd. At the time of the event, the patient¿s spo2 was above 90% bleeding in 1 liter of oxygen and there were no alarms noted on the ventilator or compressor. This report was filed in our complaint handling system as complaint # (B)(4).